Event description:
Recovery ivc filter placed in 2005 found to be multiply fractured with one arm embolized to right ventricle. Pt is asymptomatic, though c4 quad. Pt never had dvt, filter was purely prophylactic. Filter and fragments removed today. All removed, though one arm not found anywhere in body and thought to be excreted in stool (was anteriorly oriented).